Event description:
This peritoneal dialysis (pd) patient¿s daughter contacted technical support to request a replacement liberty select cycler stating it was not working. The patient¿s contact did not report any specific issue with the cycler. The contact stated the patient was currently hospitalized and had not used the cycler for 4 days. During follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not complete treatment on the cycler or with manuals. The patient was admitted to the hospital on (B)(6) 2026 due to fluid overload. The reason was reportedly due to the patient missing treatments for 4 days due to the cycler malfunctioning. The pdrn could not confirm any alarms or specify what issue the patient experienced with the cycler prior to the hospitalization. There were no calls to technical support in those 4 days when the patient reportedly did not complete treatment. It is unknown why the patient did not complete manual treatments. It is unknown if the patient was completing pd therapy during the hospitalization. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between the patient not completing treatment on the liberty select cycler and the hospitalization for fluid overload. However, there is no documentation to show a causal relationship between the patient¿s hospitalization for fluid overload, and the use of the liberty select cycler. Although the patient¿s daughter reported that the cycler was not working, there was no specific issue reported. Furthermore, the pdrn could also not confirm any alarms or issues on the cycler. There was no call to technical support in the 4 days when the patient reportedly could not complete treatment on the cycler. Additionally, the patient did not use manual exchanges to complete treatments either. It is unknown if there was an issue found with the patient¿s pd catheter or an anatomical issue preventing the patient from completing treatments. Without additional information it cannot be concluded if the patient¿s hospitalization for fluid overload was caused or contributed to by the liberty select cycler.